Manufacturer narrative:
(B)(4). Baxter received one used sample for evaluation. Visual inspection of the sample confirmed that the tubing had broken off at the junction of the set-cap. A portion of the broken tubing remained inside the set-cap and the edge of the broken tubing was observed to be jagged rather than smooth. Based on these findings, the root cause of the broken tubing was determined to be a manufacturing defect. The sterilization process caused the plastic to become brittle, and when combined with movement during transportation, caused the tubing to break. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report regarding an infusor that stated, "the infusion line has split at the connection point where it exits the device." This occurred before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.